Event description:
Customer called to report the pump did not have an audible tone. Troubleshooting was performed. The audible tone was not able to be heard. Also stated that the screen is cracked and the customer does not know this occurred.